Event description:
A representative from a mail order pharmacy and consumer called in, (conference call) mail order representative stayed on the call while consumer reported her issue with the product. Consumer stated, she does not like the new nano 2nd gen pen needles. Stated, they are shorter and ineffective. Stated, no insulin flow when taking injection. Stated, she does not prime the pen needles before attempting injection. Stated, the button on her insulin pen is hard to depress when pen needle is attached. Stated, some of the pen needles will not attach to the insulin pen. Stated, she never had an issue with the original nano pen needles. Consumer did not provide any information from the box of 2nd gen pen needles. Stated, if the original nano is not available, she will not be using the product anymore. Consumers contact information and product information was not provided. Lot: unknown, catalog: 2nd gen per consumer, date of event: unknown, samples: no cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.